Manufacturer narrative:
Product disposed by hospital and lot number not provided, thus cannot obtain exp date and device manufacture date. Method: product disposed by hospital, thus unable to evaluate device. Conclusions: the catheter was used in the pt, even though the balloon length was measured by the clinician to be 30 mm prior to use of the device in the pt. The catheter was re-measured after the procedure and it measured 20 mm from the distal balloon marker band to the proximal balloon marker band. Per angioscore's design specification, the balloon working length for this size device is 20 +/- 0.5 mm. The design specification for the balloon working length is defined for an inflated balloon.

Event description:
An angiosculpt 3.5 x 20 mm device was used. The clinician measured the catheter with a measuring stick prior to inflation (outside the pt) and it measured 30 mm from the distal balloon marker band to the proximal balloon marker band. The catheter was re-inflated outside the pt (after use of the device in the pt) and it measured 20 mm from the distal balloon marker band to the proximal balloon marker band, using a measuring stick. Product disposed by hospital after the case. No report of pt injury.